Manufacturer narrative:
Test strips have not been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. As the meter associated with this case was returned, only activities related to the precision test strips were performed. A DHR (device history review) for the precision test strips was reviewed and the DHR showed the precision test strips passed all tests prior to release. Retain testing was performed for the precision test strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.section (B)(4) was incorrectly documented in the previous follow up report. Section has been updated to reflect product returned. - attachment: [attachments.zip]

Event description:
Caller, customer's daughter who is a nurse, reported that on (B)(6)2017 at (B)(6)am, the customer fell and was found by his son and daughter-in-law to be "symptomatic", incoherent, and "could barely hold his head up". His blood glucose was checked using the adc meter and a reading of 196 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 22 mg/dl was obtained on their meter between (B)(6)am - (B)(6)am and customer was treated wiith dextrose (orally and nasally), orange juice, and a candy bar. It was reported that "it took about half an hour to get him (the customer) up to 100mg/dl". A subsequent reading of 103 mg/dl was obtained on the paramedic meter and no further treatment was required. It was additionally reported the customer "hurt his neck and knee from the falling". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Caller, customer's daughter who is a nurse, reported that on (B)(6) 2017 at 12:30am, the customer fell and was found by his son and daughter-in-law to be "symptomatic", incoherent, and "could barely hold his head up". His blood glucose was checked using the adc meter and a reading of 196 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 22 mg/dl was obtained on their meter between 12:35am - 12:40am and customer was treated with dextrose (orally and nasally), orange juice, and a candy bar. It was reported that "it took about half an hour to get him (the customer) up to 100mg/dl". A subsequent reading of 103 mg/dl was obtained on the paramedic meter and no further treatment was required. It was additionally reported the customer "hurt his neck and knee from the falling". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's daughter who is a nurse, reported that on (B)(6) 2017 at 12:30am, the customer fell and was found by his son and daughter-in-law to be "symptomatic", incoherent, and "could barely hold his head up". His blood glucose was checked using the adc meter and a reading of 196 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 22 mg/dl was obtained on their meter between 12:35am - 12:40am and customer was treated with dextrose (orally and nasally), orange juice, and a candy bar. It was reported that "it took about half an hour to get him (the customer) up to 100mg/dl". A subsequent reading of 103 mg/dl was obtained on the paramedic meter and no further treatment was required. It was additionally reported the customer "hurt his neck and knee from the falling". There was no report of death or permanent impairment associated with this event.